Event description:
A hospital in (B)(6) reported that the acoustic alarm on mr730 respiratory humidifier was not working and the unit does not heat up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was manufactured in 2000. Method: the complaint mr730 respiratory humidifier is not expected to be returned to the manufacturer. The complaint device was visually inspected and performance tested by a fisher & paykel healthcare service engineer at our regional office in (B)(4). Results: visual inspection revealed that the fascia of the complaint device was damaged. The performance test revealed that the alarm buzzer was faulty. Conclusion: the damaged fascia is likely due to physical damage. The alarm buzzer was subsequently replaced. The reported fault on the device's inability to heat was not confirmed. Following replacement of the buzzer, the humidifier passed all calibration, performance, electrical safety tests and was returned to the hospital. The product technical manual for the mr730 humidifier advises that the operation and calibration of the device "should be performed after any servicing, and annually as part of the routine maintenance procedure" to ensure functionality.